Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc3613521/.

Event description:
It is reported that 31 knee revision surgeries were conducted due to aseptic loosening of the femoral component.